Event description:
Nurse manager described a routine colonoscopy and during it, the snare biopsy forcep broke apart during cautery and there was a flash or spark like appearance at the tip of broken forcep. Snare was examined at the beginning of the case and was used to snare a polyp prior to it coming apart. The surgeon, dr (B)(6) immediately withdrew the broken snare forcep and inspected the entire area of the flash in the colon. No damage was seen. Snare forcep bagged and sent to material-mgmt with a completed non-conforming product completed. Operating room manager feels the snare came apart and this was at the time the cautery was applied it likely touched a piece of the snare.